Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation the patient experienced hypotension, perforation, atrial tachycardia and cardiac tamponade. It was also reported that during implantation the right atrial (ra) lead exhibited poor threshold and high impedance, the lead was repositioned during the procedure. Pericardial drainage was performed and medication was administered; the patients condition stabilised and the procedure was completed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.